Event description:
"Motor leaking oil" was reported by mmr sales rep. On follow up conversation with the hospital, it was reported that immediately as the motor was turned on, the motor spewed oil into the surgical site. Motor was removed from the field and a second midas iii motor was brought in as a back up. It was reported that the second motor malfunctioned in the same manner. Pt surgical wound was treated with antibiotics and pt was given antibiotics following the surgery to prevent infection.